Event description:
It was reported that this right ventricular lead exhibited high pacing thresholds along with low sensing amplitudes and loss of capture, one-day post-implant. A chest x-ray was performed and it was noted that this lead found to be dislodged. Subsequently, the physician decided to reposition this lead. No additional adverse patient effects were reported. The lead remains in service.